Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es remote manager had failed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager had been failing repeatedly. The field service engineer reported that the customer recovered the door but the issue persisted. The fse inspected the latch and harness both appeared to be fine, but the fse decided to replace the latch and harness to resolve the issue. The fse also tested the remote manager in the hardware test application to ensure functionality. The system functioned as intended after the field service engineer repaired the device.